Event description:
A customer obtained erroneous troponin (accutni) results of 0.00 ng/ml for both qc and multiple patient samples on access immunoassay analyzer. The results were not reported outside the laboratory. The customer did not receive any report of death, injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer performed 3 levels of qc. The first level result was in the customer's established range, but the other two levels were 0.00 ng/ml. Repeated qc results were 0.00 ng/ml for all 3 levels. While customer technical support (cts) assisted the customer in troubleshooting, it was found that the reagent pack was shared between two access systems. The product labeling gives instructions not to load a partially used reagent pack. Service was not dispatched as the issue was resolved by troubleshooting with the cts.